Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-01161 / 01164).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient allegations of pain, discomfort, soreness, dysfunction, bone/tissue damage, elevated metal ion levels, loss of range of motion, and lack of mobility. Patient was revised on (B)(6) 2010 and (B)(6) 2013. Patient's legal counsel further reported that the surgeon allegedly noted a loose acetabular cup during the revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient allegations of pain, discomfort, soreness, dysfunction, bone/tissue damage, elevated metal ion levels, loss of range of motion, and lack of mobility. Patient was revised on (B)(6) 2010 and (B)(6) 2013. Patient's legal counsel further reported a loose acetabular cup was allegedly noted during the revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's right hip operative reports noted patient underwent a revision on (B)(6) 2010 due to continuous drainage. Operative report noted the fluid was tested and showed a gram-positive rod; however, patient did not report pain, fever or chills. Operative report further noted an irrigation and debridement procedure was performed and noted the presence of rusty-colored fluid with necrotic-appearing material. No gross pus or purulence was present. The modular head and taper adapter were removed and replaced. Operative report noted patient underwent an additional revision procedure on (B)(6) 2013 due to pain. Operative report further noted the presence of clear fluid which did not appear infected and a loose cup. The modular head, acetabular cup and taper adapter were removed and replaced with a competitor acetabular system and a biomet head.